Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of a 50mm thoracic aortic aneurysm. It was reported that a CT performed on an unknown date revealed that the patient had a gutter endoleak from the snorkel's placed at the original implant of the grafts. Intervention was performed three months after the index procedure where the physician extended the original snorkels and implanted a vnmc4646c95tu stent graft. As per the physician the cause of the event was the gutter leaks from the snorkels at the time of original implantation. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.